Manufacturer narrative:
(B)(4)

Event description:
The balloons were quashed. There were no patient complications.

Manufacturer narrative:
(B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Product status: explanted explant date: unknown. It was reported that on (B)(6) 2016, intra-op, balloon got ruptured while inflating. The product came in contact with the patient. Patient complications were unknown.